Event description:
Customer reported to baxter (B)(4) of an extension set in which customer observed leak between two junctions of the set. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable root cause for reported condition is unknown. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an extension set in which customer observed leak between two junctions of the set was confirmed during sample evaluation. Visual inspection didn't show any defect. The sample failed the pressure test at 8psi and a leak was observed between the tubing and the y-vinyl junction during evaluation. The root cause of the reported condition is unknown at this time. No repairs were made since this is a single use device. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.